Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0rqvf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via manufacture representative reported the implantable neurostimulator (ins) was eroding through the patient's skin at the pocket site (B)(6) 2015. The patient reportedly pulled her pants up and "felt something," noticing the ins "popping out" while looking in the mirror. During the hospital visit on (B)(6) 2015, the exam showed a "retained stitch" which was then removed. Urinary incontinence and frequency were noted. There was no sign of induration or infection. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).